Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to pace. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device and multifunction cable (mfc) were returned and evaluated by zoll germany. The reported issue could not be reproduced. Review of clinical logs from november 10, 2025 showed pacer-related lead short and lead fault entries with transient loss of ECG signal while pad impedance remained valid, consistent with a possible cable connection, setup, or pad placement issue. ECG signal later recovered and pacing was achieved. No device malfunction was identified. The device passed retesting, was confirmed to function as intended, and was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.